Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty isolation circuit card. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the device does not work properly. Isolation circuit card was replaced. Device does not fill up. Device underwent pm procedure. Circulation pump and mixing pump were replaced. Heater and drain valves were replaced. Wheel was retightened. Cleaning, inspection, functional test, calibration passed, est, mtk. Device passed all applicable testing. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. Initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not work properly. Per review of wo on 26feb2026, there was no patient involvement. Per follow up information received via mail on 26feb2026, device would be repaired at crs depot. Once done, paperwork would be uploaded to smx so could see what was done to solve the problem. Per sample evaluation results received via task on 14apr2026, it was reported that the device was not filling up due to circulation pump and mixing pump being weak or defective.